Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4068-52 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had chronic high threshold. The rv lead also triggered a warning for low impedances. The patient experienced pectoral stimulation when the rv lead was programmed unipolar. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.